Manufacturer narrative:
There was no reported patient impact associated with this complaint. The pump was not returned to animas. If the pump is returned, an evaluation will be conducted, and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the pump dispensed insulin from the cartridge during the load step.